Event description:
Lab personnel reported a case with observed abnormal cells that were not located in the 22 fields of view (fov) selected by the imager. Cytology application support (cas) reviewed slide on the review scope as an unk mixed with other slides. Case presented had no triggers in the 22 fovs to prompt an autoscan. Full review of slide during qc showed abnormal cells outside the fovs. Cas reviewed this case and discussed with lab personnel. Cas agreed there were no changes seen in 22 fov to prompt an autoscan. Comment on number of abnormal cells present: rare cluster of 8 lsil cells. Atrophic slide. Customer will continue to hold questionable slides for cas review.